Event description:
It was reported that the user experienced a low blood glucose event to 51 mg/dl and had questions about meal announcements and basal versus bolus delivery; the device alerted to the low, glucose was corrected with oral glucose tablets, and education was provided on announcing meals at first bite, basal algorithm function, and the 15 grams/15 minutes low treatment protocol. Symptoms included no reported clinical symptoms. Outcomes included successful self-treatment without outside assistance or medical intervention and blood glucose returning to range. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported, with the event characterized as hypoglycemia of unclear cause; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.